Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the pump reset unexpectedly, and the pump history was missing despite being in use. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue was verified, but the malfunction and pump history issues could not be verified.